Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade unknown and "alcl."

Event description:
Healthcare professional reported via regulatory agency "right side capsular contracture," baker grade unknown and "alcl." Pathology has not been received and the biomarkers of cd30+ and alk- have not been reported or confirmed. The device was explanted and discarded.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported via regulatory agency "left side capsular contracture," baker grade unknown and "alcl." Healthcare professional later reported left side seroma. Pathological markers cd30+ and alk- confirming bia-alcl have been received. The device was explanted and discarded.

Event description:
Healthcare professional reported via regulatory agency "left side capsular contracture," baker grade unknown and "alcl." Healthcare professional later reported left side seroma. Pathological markers cd30+ and alk- confirming bia-alcl have been received. The device was explanted and discarded.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2135557 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.